Event description:
ICU pt to be intubated prior to bronchoscopy for open lung biopsy. Crna made multiple attempts at intubation, used ambu between attempts. Medical attending present questioned whether ambu bag was functioning properly and a second ambu bag was used. Pt subsequently coded, was intubated and resuscitated. Pt remains on ventilator, nonresponsive to verbal stimuli.